Event description:
Additional information was received from the manufacturer representative (rep) 2018-11-09. It was reported that the patient's recharge interval is 0.4 days. So the cause was the capacity of the battery not being able to hold a charge for longer than 0.4 days with a rate of 1000, pw 200 and amps of about 8.0 ma. The only solution was to decrease the rateto 300, which now gives the patient a daily, but not multiple times a day, recharge interval. The patient¿s recharging issues were not resolved, and the patient was not happy to recharge every day. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Information was reported that the patient is charging every 6 hours. The patient can't sleep through the night without having to recharge. The caller provided the patient's settings as 6+, 7-, 14+, 15-, and 1000 rate, pulse width is unknown (the caller didn't know if it was 90 or 220), amplitude is between 7.5-8.2ma and asked if this was normal. The caller stated the patient is dissatisfied and added that "people hate recharging". The patient had recently been reprogrammed. The caller stated the patient was seen on (B)(6) 2018 and the patient was doing well and getting good relief. The caller stated the patient was seen again on (B)(6) 2018 as their back was getting worse and wanted to see if some more could be done. The caller indicated the patient stated that the system worked a couple months and it is still helping, but their back has progressively gotten worse lately. The caller stated at that time the patient's rate was increased to 1000 (previous programming was 450 pulse width, 130 rate) and confirmed this was normal optimization of the therapy and this optimization happens with every patient. No further complications were reported. No additional patient symptoms were reported. Additional information was reported that the rep called back to report the patient's recharge interval is 0.4 days. The caller reported the patient is charging every 5 hours. The caller also reported the patient is charging to 100% and is getting excellent recharging. No further information was reported.